Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Customer's blood glucose (bg) level ranged from approximately 200 mg/dl to an unknown elevated bg; cause of the elevated bg was unknown. The customer declined further troubleshooting with tandem technical support for the elevated bg, therefore no additional information could be obtained.